Manufacturer narrative:
D9 - date returned to mfg - 13 aug 2024. Investigation summary a single used d1000 tego was returned for investigation with domed seal observed and confirmed. The top surface slit was open due to the doming which would result in leakage during use. Complaint confirmed, the probable cause is an assembly error during manual assembly in ensenada. Lot history review the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego connector where it was reported that the blood was leaking from the tego cap on the venous lumen of patient's hemodialysis cvc. Upon inspection, there is a bulge from the end of the cap. The event occurred on 29-jun-2024. There was no unexpected or prolonged care. The device was retained. There was patient involvement and there was unknown harm/adverse event reported.